Event description:
Customer reports obtaining a result of 281 mg/dl on their freestyle blood glucose monitor on their son, and then proceeded to administer 4.5 units of insulin. In the morning the customer found her son in a state of what appeared to be a diabetic coma. The mother administered orange juice in order to stabilize glucose levels and performed another blood glucose test and obtained a result of 80 mg/dl. She immediately performed another blood glucose test on a different freestyle meter and received a result of 50 mg/dl.